Event description:
It was reported that an ilet user experienced a hard-to-use, unresponsive sleep/wake button over an extended period, leading to frustration, and requested a replacement device and new charging pad and cord. Symptoms included no adverse clinical effects. Outcomes included continued therapy with instructions to sync data to the mobile app, shut down the device to avoid alerts, return the current pump with the provided label, and complete the startup process on the replacement; user could continue cgm use with dexcom g7. Investigation included troubleshooting and education with confirmation of shipping logistics and return process. Investigation of this case revealed a device usability and mechanical interface issue localized to the sleep/wake button, with no alerts or alarms reported and no data transfer between devices. It was concluded, based on previously established findings for similar reports, that the cause was component wear or mechanical degradation of the button.

Manufacturer narrative:
Investigation description: the device exhibits no observable external damage or abnormal wear. The unit powers on and initiates charging as expected when placed on the charging pad. However, actuation of the cap touch button yields no response. The device was disassembled to facilitate internal evaluation. Inspection revealed that the cap touch button was mechanically flattened, resulting in an excessive gap relative to the housing indentation, which likely inhibited proper actuation. Direct manual engagement of the cap touch mechanism from the internal side restored normal functionality, confirming that the underlying switch circuitry remains operational. The reported issue is reproducible and consistent with the observed mechanical deformation of the cap touch interface. Aside from this condition, all other device functions were verified and operate as designed.